Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to oversensing and low pacing impedance. Implanted-12/02/94. Explanted-08/02/96. Implant months-20.